Event description:
International customer reported that the suture broke at an unspecified time following surgery resulting in an evisceration. It is assumed that the pt was returned to surgery for repair. No further details were provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.